Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify prime or fill anomaly due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system and insulin squirt out during manual prime. Customer was disconnected during prime. Insulin pump not bumped or dropped, no water contact. Drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.